Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was admitted to the hosp due to suspicion of infection at the ipg site. The pt had discoloration and swelling at the ipg site. It was reported a blood test indicated infection. The pt was placed on IV antibiotics. F/u identified the implanting physician felt the issue was a burst blood vessel, and not an infection. The pt finished the antibiotic regimen, and was released from the hosp. Further f/u found that the pt had healed.